Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft detachment was confirmed. The reported failure to cross and difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the moderately calcified, moderately tortuous, 90% stenosed mid left anterior descending artery. The vessel diameter was 2.5 mm and the lesion length was 15 mm. After a guide wire crossed the target lesion, a 2.5x23 mm multi-link 8 stent was implanted in the lesion. A 2.25x18 mm multi-link 8 stent delivery system (sds) was advanced through the implanted multi-link 8 stent but would not cross distally. The sds was pulled back and readvanced using a tapping/vibrating technique, but it still failed to cross. The device became caught in the calcified lesion and during the attempt to retract the stent delivery system the hypotube, slightly distal to the hub, separated outside of the anatomy. The device was changed to a 2.25x18 mm non-abbott stent and procedure was completed after post-dilatation. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue; guide cath: launcher 6fr jl3.5; stent: 2.5x23 mm multi-link 8. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.